Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results confirmed that the pxw35 instrument a was received in good visual condition; the instrument was tested for functionality and it fired the remaining 32 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that the pxw35 instrument b was received in good visual condition; the instrument was tested for functionality and it fired the remaining 38 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the mfg process. Device b additional info: batch # f5v041. Exp date: 04/2014. Mfg date: 05/2009.

Event description:
It was reported that during a total knee procedure, the devices would not approximate the skin.